Event description:
Received a report that a nurse gave a med and then flushed via a maxplus connector valve on a bard solo PICC central line and when disconnecting the syringe, the connector squirted back at her. There was no harm to the pt or nurse and no medical intervention reported. The customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). The customer's report of valve sprayed back when syringe was disconnected could not be confirmed because product was not returned for investigation. The root cause of this failure could not be identified.